Event description:
Attorney reported: 2004 - patient underwent ventral hernia repair procedure, during which a perfix plug was implanted. Since the implant, the patient experienced sharp pains at the implant site when moving, standing and sitting, had difficulty sleeping due to pain; odor associated with implant site and infection. In 2005 - perfix plug was explanted, due to the plug being infected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.